Manufacturer narrative:
Device is a combination product.   (B)(4).   Device evaluated by MFR: a promus element plus, mr, ous 2.5x16mm stent delivery system (sds) was returned for analysis. The proximal end of the device including the manifold hub was not returned therefore it was not possible to identify the batch/serial number of this device. A visual and tactile examination of the stent found that the centre struts were raised from the crimped profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that manifold/hub was not returned. There was a hypotube shaft break at 1429mm from the end of the distal tip. There were also several hyoptube kinks along the catheter length. A visual and tactile examination found no issue. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no issue with the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 23-aug-2016 it was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90%, 13x2.75mm, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified coronary artery. The lesion contained a bend between >45 and <90 degrees. After a guidewire crossed the lesion and a 2.00x10mm balloon catheter was advanced for dilatation, a 2.50x16mm promus element plus drug eluting stent was advanced to treat the lesion but failed to cross. The procedure was completed with a non-bsc device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed hypotube break and stent damage.